Event description:
The pt experienced a shocking/jolting sensation which would occur randomly at the lead site. The shocking would become worse when he turned his head to the left. The lead was placed in a cervical location. The pt had seen 6 different "technicians" for reprogramming and none had been successful. It was noted that his trial was a "great success" but had "nothing but problems" since the chronic implant. X-rays showed the lead in the correct position. The pt was waiting to hear back from his pain management physician. He was at home in good condition. Further information was requested.

Manufacturer narrative:
(B)(4).